Manufacturer narrative:
Examination of the returned pfc sig ins trl curvd 8mm size 1.5. Confirms the rim is fractured and a fragment is separated from the insert trial body. All pieces of the insert trial were returned. Significant scratching and gouging is apparent on the trials. This would indicate that the item has been handled roughly, and/or was "in service" for quite a length of time. The root cause has been attributed to product wear out through normal to frequent use over time. Based on the investigation findings of product wear out as the root cause, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Additional narrative: this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). See report for product information received. Depuy synthes has been informed that the lot number is not available.

Event description:
During surgery, the lip broke off the sigma curved insert trial size 4-8mm.